Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 303860001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n300535, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n310830, implanted: (B)(6) 2011, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there were impedance readings of greater than 40,000 ohms. During reprograming the day of the report, when the manufacturer representative (rep) increased the amplitude, the patient was not feeling stimulation to too strong stimulation. The impedance check all showed greater than 10,000 ohms with different references. An x-ray was done form the lead to the ins and it appeared to be intact. The patient was feeling normal stimulation then at the time of the report. The electrode impedance was retested. At amplitude of 1.5 volts, all showed greater than 20,000 ohms. At amplitude of 3 volts, electrodes 0-7 showed 28,000-29,000 ohms, electrodes 10-15 showed 29,000 ohms, and electrodes 8-9 showed greater than 40,000 ohms. The cause of the high impedances was unknown. The patient was programmed around the high impedances and was receiving effective therapy. The healthcare provider did not want to do any other intervention to know the cause of the high impedances either.